Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring is black. On nov 03, 2021, the customer alleged was for high blood glucose and device received with pillowing keypad overlay during the visual inspection. Thus and carelink was utilized and downloaded trace or history files properly. In further full review of the device history on the event date of nov 03, 2021, there is no unexpected alarms or suspends and found one bolus delivery that the customer manually programmed are 10u. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.1 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for the device does not seem to be delivering insulin. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose was 565 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. Customer declined further troubleshooting. The insulin pump will be returned for analysis.